Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. For the sample eval, only the cannula was received. All other components of the set were missing. The cannula was bent at the 5 cm marker and 5 mm of the tip was missing. The complaint is confirmed. Based on the info received and the eval of the sample, the root cause for the damage to the product could not be determined.

Event description:
It was reported that it was used in pedicle biopsy. Rotated the handgrip, but the needle did not advance. Removed the stylet and used a hammer to made the needle advance. Observed the needle bent under x-ray. Removed the needle and found the tip was fractured. Unable to remove the fractured tip which still remains in vertebral body. It was reported there was no harm to the pt due to the tip.